Manufacturer narrative:
Findings: pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was 325mg/dl at the time of the incident. The customer reported that it happened after reservoir change. The customer treated high blood glucose with bolus and declined to troubleshoot. The customer was guided with steps to resolve the issue and was advised to call back. The customer called back to report that it still persist. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.